Event description:
It was reported while using bd insyte autoguard bc pro straight, 18g x 1.16" the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: when needle is safetied it does not want to retract

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-nov-2022. H6: investigation summary. Our quality engineer inspected the samples submitted for evaluation. Bd received 13 18g x 1.16in insyte autoguard bc devices from lot number 2164968 for the investigation. A gross visual inspection of the returned unit shows 5 units that have been used and retracted in their barrels. The other 8 units were sealed in the package and had no signs of physical damage nor use. First the used units will be tested for retraction failure. The needles were pushed out of the units to reengage the safety button. Upon disengagement, the units retracted safely in the barrels. The safety buttons on the representative units were also activated and all the units retracted safely without resistance. Therefore, the reported issue couldn¿t be confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported while using bd insyte autoguard bc pro straight, 18g x 1.16" the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: when needle is safetied it does not want to retract.